Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for ventricular tachycardia and ventricular fibrillation. Low flow alarms and pulsatility index (pi) events were noted, likely due to the arrhythmias. The patient was lightheaded and dizzy. Log files confirmed pi events on (B)(6) 2022 at 16:50:55 to (B)(6) 2022 to 10:05:27. The arrhythmias may have been related to dehydration or suction events. A stress test was performed that ruled out ischemia. The patient received antiarrhythmic medications, cardioversion, and had an implantable cardioverter-defibrillator (ICD) placed. The patient's arrhythmia resolved before they were discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The controller event log file contained data from (B)(6) 2022 16:50:55 through (B)(6) 2022 10:05:27. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The remaining log files captured the pump operating as expected. No atypical events were captured. The patient remains ongoing on ventricular assist device (vad) support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.